Event description:
It was reported that the ventilator had an issue with measuring inspired volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). The claimed issue was not reproduced during on-site visit. There were no deviations in the measured volume values. The device was working correctly and it was delivered to the user in working condition. It was clarified by the fse that the values were read from the monitor and no alarm was generated, which indicates that gas delivery was within tolerance. Review of the provided device's logs confirm that the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. Our conclusion is that, there is no evidence of ventilator malfunction.